Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept became aware that a day post-aquablation therapy, the patient expressed abdominal pain to the treating surgeon. A CT scan was performed which confirmed that the observed fluid was related to an infection. The treating surgeon stated that the patient had a rectal perforation and required a colostomy diversion. No resistance during the insertion of the trus probe was reported. The patient required extended hospitalization. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported during this event.

Manufacturer narrative:
Procept biorobotics is an importer of the apogee 2300 digital color doppler ultrasound imaging system. The receiving inspection record for the apogee 2300 digital color doppler ultrasound imaging system serial number (B)(6) was reviewed. It passed the receiving inspection. No reworks were performed by procept biorobotics that were related to the reported event. The review indicated that the device met specifications when released for distribution. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. In summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. Based on the review of treatment log files, DHR, post-marketing data and IFU, the event is considered not to be device related. The information received determined that the rectal perforation was not related to the siui apogee 2300 device. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Based on the analysis of medical device reporting databases in regions such as china, australia and canada, as well as customer feedback data from markets where the apogee 2300 and ecbp-1 devices have been released, it can be concluded that there were no design defects in the apogee 2300 and ecbp-1 devices resulting in such incident; based on the review of the dhf of the medical devices with the sns reported in this incident, it can be confirmed that the corresponding apogee 2300 and ecbp-1 were in compliance with the product quality requirements. Furthermore, clear safety instructions have been provided in the IFU (operation manual), for example: "1.6 safety. L) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. " it can be determined that non-compliant clinical operation might be the primary cause of this incident. We will continue to remind operators to follow the instructions in the IFU (operation manual) when operating the devices, and we shall continue to monitor the situations in accordance with the requirements of the quality management system.